Manufacturer narrative:
Returned for evaluation was the portion of the inflation that had broken off. The mesh remains implanted in the patient. As reported the inflation tubing broke at the yellow anchor while attempting to pull it through the incision. The sample evaluation finds the inflation tube to be broken at the anchor 2.036" below the needle loop complex from the distal end of the tube. Based on the reported information and product evaluation it appears that the inflation tube break was the result of forces applied to the device during use. It appears that the most likely cause of the reported condition was the anchor became restricted when pulling through the anatomy, resulting in the tube fracture. No manufacturing anomalies were found during the sample evaluation. Based on the available information and sample evaluation, the root cause for the noted condition of the returned sample cannot be determined at this time. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure on (B)(6) 2018 while attempting to pull the inflation tube of a bard ventralight st w/ echo ps through the incision the inflation tubing broke at the yellow anchor.the mesh and inflation assembly were used to complete the case by manually holding the tubing in the syringe (to prevent slippage) to inflate the balloon for mesh placement. There was no patient injury and only a minor delay in the case.